Event description:
It was reported that the patient called to report stimulation in the pocket and feeling a burning and pinching sensation near the pacemaker. The patient also reported that the right atrial (ra) lead had dislodged. A follow up with the patient's healthcare provider yielded that the patient was seen by the physician with complaints of tiredness and fatigue. The patient believes that the pacemaker seems to have moved and feels uncomfortable. The device was removed from the pocket and inspected for lead connection with no issues found. The device was re-implanted and remains in use. The ra lead was found to have dislodged with pocket stimulation. The ra lead was suspect of insulation breach. The ra lead was removed and a new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.